Event description:
The customer reported to olympus, the insertion section of the endoeye flex deflectable videoscope collapsed/had wrinkles. Upon inspection of the customer¿s returned device it was observed, the objective lens adhesion peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the bending section cover (a-rubber) had a scratch, the adhesive on the a-rubber had a chip, the light guide (lg)-cover glass had a scratch, the universal cord had a scratch, and the video connector was deformed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the objective lens glue peeled off due to stress of repeated use, external factors, or handling. The final root cause of this event was unable to be identified. The following is included in the instructions: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope: [inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.